Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation while running a loaded set. The device was determined to not meet all product specifications related to the reported event. The downstream occlusion was verified. The cause was determined to be the force sensor reading to be out of specification. Evaluation was able to calibrate the force sensor which made the downstream occlusion alarm go away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's "downstream occlusion pressure below 4 psi". There was no known patient injury or medical intervention associated with this event. No additional information is available.